Event description:
Received info that during implant, the physician experienced difficulty tightening the setscrew on the neurostimulator. Another neurostimulator was used. No pt injury was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.